Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. A pusher wire, introducer sheath and coil were returned. The coil and pusher wire arms were interlocked inside the introducer sheath. The coil was inspected and was found stretched near the interlocking arm and zap tip. The zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The dimensions that could be measured were found to be in specification. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 16-dec-2016. It was reported that coil resistance was encountered. A 5mm x 8cm interlock¿ was selected for use. During introduction, it was noted that resistance was encountered during advancement of the coil through the catheter. The coil was pulled out from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed detached fiber bundles.